Manufacturer narrative:
On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 4/9/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also on 4/9/2018, mentor received additional information that the device was explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that possibly deflated after implantation. In addition, patient felt a burning sensation in the right breast. A possible bilateral replacement was report, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 06/07/2018, mentor became aware that the lot number of the product received by the mentor product analysis lab does not match the lot number reported by the initial reporter. Lot #6412002 was found engraved on the returned device, but lot number 5553272 was reported by the initial reporter. Since the reported product (catalog #3501680, lot #5553272) was not returned for analysis and attempts for clarification cannot be made since the customer declines to be contacted and no additional information was provided, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If the reported complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).